Event description:
The manufacturer's rep reported that the pump was explanted and replaced. Implant duration is unk. No reason was given for the explant. Catheter difficulties wwere encountered during the procedure and a 2 cm piece of catheter fragment that was in the "tunneled portion of the abdomen" remains in the pt. Upon removing the old catheter, they were unable to retireve part of it and could not locate it under fluoroscopy. The pt does not have any symptoms associated with this and is reported to be "doing fine".

Event description:
It is estimated that a cm catheter fragment remains in the pt.